Manufacturer narrative:
The referenced device was returned and the evaluation confirmed the customer¿s reported issue, error e207 occurred due to a malfunction of emergency light. The inspection of the device also noted the light guide connector socket is worn. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported the visera elite xenon light source had an emergency light error code, e207. The reported problem was found during an unspecified event. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the emergency lights. Olympus will continue to monitor field performance for this device.